Event description:
The caller reported that the tracheostomy tube was pre-tested and saline was used for lubrication. Right after insertion they noticed that the cuff leaked, and they replaced the tracheostomy tube with another of the same model.

Manufacturer narrative:
The tube was discarded, and therefore, not available for failure investigation. The lot number was provided and the manufacturer will review the lot history records. No analysis or conclusions can be drawn without the device.